Manufacturer narrative:
Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The power board passed a 12 hours extended duration test and did not produce any unusual alarm or error condition. The service technician was unable to determine what the problem as the ventilator unit was not returned with the power board. Visual inspection of the power board did not reveal any anomalies and found no sign of overheated or damaged components. Power board passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty power pcba board. The service technician replaced the power pcba board and the reported issue was resolved. Model lap top ventilator 1200 passed all testing and met all carefusion manufacturer specifications. The suspect power board was returned to carefusion for further investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that model lap top ventilator 1200 reset while connected to a patient. The customer confirmed there was no patient harm associated with the reported issue.